Manufacturer narrative:
Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1301is being used to capture the reportable event of dysuria. Patient code e1308 is being used to capture the reportable event of urinary frequency. Patient code e1304 is being used to capture the reportable event of urinary urgency. Patient code e2338 is being used to capture the reportable event of swelling. Block h11: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that a patient underwent a bulkamid procedure on (B)(6) 2025, under general anesthesia. Prophylactic antibiotics were administered, and the patient was discharged with a three-day course of nitrofurantoin. During the first three months post-procedure, the patient remained asymptomatic. Subsequently, they developed increased urinary frequency, urgency, and dysuria. On (B)(6)2025, the patient was evaluated by the treating physician. A mid-stream urine sample was obtained and returned negative. Vaginal examination revealed a normal urethra and bladder neck. A follow-up phone call on (B)(6) 2025, confirmed persistent symptoms. On (B)(6) 2025, the patient presented to the emergency department with vaginal swelling. Examination by a consultant physician identified a 4 cm anterior vaginal wall mass. Laboratory results were within normal limits except for leucocytosis of 12. On (B)(6) 2025, an urgent magnetic resonance imaging (MRI) scan was performed, revealing a loculated, apparently cystic paraurethral structure. On (B)(6) 2025, the patient was admitted for examination under anesthesia. Aspiration of the mass yielded frank pus, prompting a linear anterior vaginal wall incision. A multiloculated collection of pus surrounding the urethra was evacuated. A drain was placed for two days, and the patient was discharged with an indwelling urinary catheter for two weeks. On (B)(6) 2025, the patient returned for outpatient review. Examination showed no residual paraurethral collection or complications. The catheter was removed, and the patient voided freely. The patient remained on co-amoxiclav (amoxicillin/clavulanic acid) 625 mg three times daily, with a planned four-week antibiotic course. Microbiological culture of the drained fluid did not identify a causative organism. Nucleic acid amplification test (naat) for chlamydia trachomatis, neisseria gonorrhoeae, and mycoplasma species was negative. In the physician's assessment, this complication was considered related to the bulkamid treatment.